Manufacturer narrative:
Date sent to the FDA: 10/18/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent revision surgery on (B)(6) 2019 and mesh was implanted. It was reported that the patient experienced severe pain and chronic pain/discomfort and inflammation. It was reported that the patient had a mesh implanted on (B)(6) 2013 which was captured in a separate file. No additional information was provided.